Event description:
Eye redness, sensitivity to light, excessive watering, felt like particle in eye, unable to wear contacts. Dates of use: less than seven weeks in 2007. Diagnosis or reason for use: soft contact lens solution.